Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including lot code, x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2010-01181.

Event description:
It was reported that: "when the hip joint was opened up there was metal debris after the hip joint was dislocated, the 36mm v40 head was removed. The accolade stem was removed after a trochanteric osteotomy."

Manufacturer narrative:
Other #: sterile lot 0508yirz. Add'l info: a review of the device history records for the reported lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Three undated x-rays were provided. A review of both x-rays revealed a dislocated femoral head in vivo from the femoral hip stem. Due to the poor quality of the x-rays it was not possible to confirm if the taper wore flat as reported. Due to the limited info provided, it is not possible to determine the cause of the metal debris found in the hip joint nor is it possible to determine the cause of hip femoral head disassociating from the hip femoral stem in vivo.

Manufacturer narrative:
An event regarding alleged disassociation, wear and crack/fracture involving an accolade stem was reported. The event was confirmed by clinician review for crack/fracture of the accolade stem. Method & results: -product evaluation and results: not performed as no products were returned. -clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "on (B)(6) 2005 he underwent a primary left total hip arthroplasty followed by an operative arthroscopy of his left knee for which an operative report describes general anesthesia and an anterior approach. ... On (B)(6) 2010 an admission h & p noted, "three months status-post bilateral total knees. Played golf three days ago ... Awoke at night with crunching and grinding left hip ... X-ray femoral stem fractured. Denies any significant trauma (B)(6) 2010 a revision of the left total hip arthroplasty for a failed left total hip arthroplasty was performed for which an operative report describes general anesthesia and the use of the previous anterior incision. The operative report notes, "head was disassociated from neck ... Neck significantly worn ... Around 50%. Liner removed, stem removed with some difficulty ... Greater trochanteric osteotomy and extended the incision distally 7 centimeters. ... On (B)(6) 2010 the patient was admitted for an incision and drainage of an incisional hematoma and an open reduction and internal fixation of a greater trochanteric :fracture on the left. ... On (B)(6) 2012 the patient was evaluated for a primary right total hip arthroplasty. ... X-ray was noted to show significant heterotopic ossification of the left hip and moderate degenerative joint disease of the right hip. The range of motion of the right hip was greater than that of the left. The right hip flexed to 120° compared to 90° on the left, and abducted 20° compared to 10° on the left. ... X-ray printouts available for review include a series dated (B)(6) 2005, which are two laterals of the lumbosacral spine intraoperatively. X-rays of (B)(6) 2010 are an ap of the pelvis and lateral of the right hip demonstrating osteoarthritis of the right hip and an uncemented left total hip arthroplasty with two screws in the acetabulum, the components in nominal position and reduced, and brooker iii heterotopic ossification. ... . X-rays dated (B)(6) 2010 are an ap of the pelvis, times three, a lateral of the left hip, and an ap of the left hip, times four, demonstrating a displaced fracture of the prosthetic neck at the base of the head trunnion junction with the head remaining in the acetabulum. ... X-rays dated (B)(6) 2010 are an ap of the pelvis and lateral of the left, and are unchanged. On (B)(6) 2010 ap of the pelvis, times two, and lateral of the left show no change in the total hip arthroplasty with increased heterotopic ossification noted. ... Minimal outpatient documentation is available and there is no examination of the explanted broken components noted. A material analysis report of the fracture surfaces of the femoral neck would determine if the fracture occurred in fatigue and was initiated in a scratch on the surface on the tensor side of the neck. The material analysis review could also determine if factors related to material or manufacturing of the components were involved in this clinical situation. This review could also determine if the modular head was not fully seated on the trunnion and/or if tissue was in the modular junction, both of which could have contributed to the subsequent component fracture. ... This additional documentation does not change my earlier conclusions in evaluating this case." -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been one other similar events for the lot referenced regarding disassociation. Conclusion: the event was only confirmed for the crack fracture of accolade stem by clinician review. A review of the medical records received revealed that " x-rays dated (B)(6) 2010 are an ap of the pelvis, times three, a lateral of the left hip, and an ap of the left hip, times four, demonstrating a displaced fracture of the prosthetic neck at the base of the head trunnion junction with the head remaining in the acetabulum. ... Minimal outpatient documentation is available and there is no examination of the explanted broken components noted. A material analysis report of the fracture surfaces of the femoral neck would determine if the fracture occurred in fatigue and was initiated in a scratch on the surface on the tensor side of the neck. The material analysis review could also determine if factors related to material or manufacturing of the components were involved in this clinical situation. This review could also determine if the modular head was not fully seated on the trunnion and/or if tissue was in the modular junction, both of which could have contributed to the subsequent component fracture. ... This additional documentation does not change my earlier conclusions in evaluating this case." The exact cause of the event could not be determined because further information such as return of device are needed to investigate this event further. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As per medical review: " on (B)(6) 2010 an admission h&p noted, " ... Played golf three days ago ... X-ray femoral stem fractured. Denies any significant trauma." On(B)(6) 2010 a revision of the left total hip arthroplasty for a failed left total hip arthroplasty was performed ... The operative report notes, " head was disassociated from neck ... Neck significantly worn ... Around 50%. Liner removed, stem removed with some difficulty ... Greater trochanteric osteotomy and extended the incision distally 7 centimeters."